Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device not working the patient had his artificial urinary sphincter (aus) removed. The explanted aus was originally placed in (B)(6) 2015.